Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Reportedly, the customer delivered too large of a bolus for the carbohydrates consumed. The customer addressed their bg with consumption of carbohydrates. It was also reported that a malfunction alarm occurred. A replacement pump was sent to the customer to address the issue.